Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761 desktop charger, serial# (B)(4), product type: recharger. Analysis of the 37761 desktop charger sn# (B)(4) found evidence of broken connector pins. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for radiculopathy, spinal pain. It was reported that desktop charger (dtc) had a broken connector pin and a frayed cable. The patients stimulation had stopped and they had a return of pain. A replacement dtc was sent. No additional patient symptoms, and no additional device complications were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-03-01additional information was received reporting that the patients weight at the time of the event was (B)(6)lbs, and that the replacement of the desktop charger (dtc) resolved the issue of not feeling stimulation and having pain. No additional patient symptoms, or additional device complications were reported for this event.